Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported hypoglycemic episodes. Caller stated that the low blood glucose events have happened over three days. The current blood glucose reading is 246 mg/dl. On saturday evening the customer informed her parents that she was not feeling well and she was low. The blood glucose reading at the time of the event was 40 mg/dl. Father had taken his daughter to emergency room. Father discovered that the insulin pump was a day off. The time and date were incorrect. Customer has two hypoglycemic events on (B)(6)to incorrect date. The blood glucose reading was 26 mg/dl. Nothing further reported.